Event description:
The handpiece was returned to the MFR for service, and during the eval, it was observed that the back decorative nut was missing. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the service tech observed that the back nut was missing. Based on the investigation details, the reported event can be confirmed. The nut may unthread due to the vibration of the handpiece during normal use. The nut can also loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back nut to loosen over time.